Event description:
During a laparoscopic procedure (nissen fundoplication), a piece of the tungsten carbide permanent jaw insert (4 mm x 1-2mm long with 0.5 mm thickness) was missing from the v. Mueller needle holder. Attempts at recovery were made by using a magnet on the floor and looking on the sterile field and back table for the missing jaw insert piece. The piece of missing jaw insert was not found in the operating room. The patient was also x-rayed (3 views of the abdomen) and they were read as "negative" by the radiologist.manufacturer response for surgical needle holder, laparoscopic straight needle holder (per site reporter): reported to the company by operating room (or) management.